Manufacturer narrative:
Continuation of d10: product ID (B)(4) ((B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the extravascular (ev) lead, exhibited undersensing during defibrillation threshold testing (dft) which required adjustment and the procedure was completed. Post procedure, alternate r-wave vectors were explored that produced higher r-wave measurements and the vector was changed prior to discharge. An alert for low impedance just below the programmed threshold was also observed. Additionally, numerous episodes of oversensing with noise were observed and attributed to electromagnetic interference and suspected to be consistent with myopotential oversensing. Reprogramming was completed and a new wavelet configuration was captured. Both extravascular implantable cardioverter defibrillator (ev-ICD) and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported continued oversensing with noise, likely myopotential oversensing, p-wave oversensing, and undersensing of r -waves was observed post previous reprogramming.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.